Event description:
Consumer reported an entire box contains tampons that were inverted inside of applicator. This caused painful removal.

Event description:
Consumer reported an entire box contains tampons that were inverted inside of applicator. This caused painful removal.

Event description:
Consumer reported an entire box contains tampons that were inverted inside of applicator. This caused painful removal.